Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a 44-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, hypertension, stroke, polycystic ovarian syndrome, insomnia, cesarean section, menometrorrhagia and gerd. Concurrent conditions included smear cervix abnormal, neck pain, shoulder pain, bacterial vaginosis, asthma, polycystic ovarian syndrome, throat pain and dysphagia. Concomitant products included amitriptyline, amlodipine, ibuprofen, levonorgestrel (mirena), lisinopril, naproxen, paracetamol (tylenol) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 2 months 5 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain,lower back"), menorrhagia ("menorrhagia"), migraine ("migraine") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced urinary tract infection ("utl"). On an unknown date, the patient experienced abdominal pain ("abdominal pain,abdomen"), bladder disorder ("bladder problems"), headache ("headaches") and cystitis ("cystitis."). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved, the abdominal pain and back pain was resolving and the urinary tract infection, bladder disorder, migraine, headache, fatigue and cystitis outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record :menorrhagia, dysmenorrhea, cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a (B)(6)-year-old female patient who had essure (batch no. C22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic bronchitis, hypertension, stroke, polycystic ovarian syndrome, insomnia, cesarean section, menometrorrhagia and gerd. Concurrent conditions included smear cervix abnormal, neck pain, shoulder pain, bacterial vaginosis, asthma, polycystic ovarian syndrome, throat pain and dysphagia. Concomitant products included amitriptyline, amlodipine, ibuprofen, levonorgestrel (mirena), lisinopril, naproxen, paracetamol (tylenol) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 2 months 5 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain,lower back"), menorrhagia ("menorrhagia"), migraine ("migraine") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced urinary tract infection ("utl"). On an unknown date, the patient experienced abdominal pain ("abdominal pain,abdomen"), bladder disorder ("bladder problems"), headache ("headaches") and cystitis ("cystitis."). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved, the abdominal pain and back pain was resolving and the urinary tract infection, bladder disorder, migraine, headache, fatigue and cystitis outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record :menorrhagia, dysmenorrhea, cystitis most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: new events added- dysmenorrhea cramping), pelvic/ abdominal, back, menorrhagia, utl, bladder problems, migraine, headaches, fatigue. On 19-sep-2019: pfs received: lot number added. Following events were added: abnormal vaginal bleeding, cystitis. Concomitant products added. On 20-sep-2019: pfs+mr received: fu (2),(3), (4) processed together. Medical history,concomitant conditions and concomitant products and reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.